Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Corrected data: date of report/PMA/510k - date should be corrected to (B)(6)2019 in the original MDR event- cause of the event is reported as a patient-related factor. It was also reported that the doctor didn't know what was the reason. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -12.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as a patient -replated factor. .